Event description:
It was reported the right ventricular (rv) lead had oversensing, impedance that ranged from 400 ohms to 1500 ohms, noise on the electrogram and an apparent fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.